Event description:
It was reported that in situations where the device was discharged, the stimulation was off and the implantable neurostimulator (ins) had enough battery voltage, stimulation turned itself on. This was many years ago.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Product ID: neu_recharger_acc, lot# serial# unknown, product type: recharger. (B)(4).